Event description:
Pt's step-father reported the infusion device does not correctly deliver boluses or provide e4 occlusion errors, and the infusion set cannula has kinked upon insertion on several occasions. The pt was currently in the hospital and was diagnosed with diabetic ketoacidosis, and the diabetes nurse wanted to ensure the infusion device was functioning as intended. It was also reported the bolus data does not correctly record in the blood glucose meter/handset. Step-father was advised to ensure the two devices are connected via bluetooth. Pt was hospitalized on (B)(6) 2011 and was treated with an insulin drip. Pt's parents and nurse reported no insulin drips from the infusion tube when a bolus is being delivered. Insulin does drip from the infusion tube during the prime procedure. The diabetes nurse advised the pt to start the backup infusion device. The infusion device was replaced, and the infusion device and the blood glucose meter were requested for eval. The infusion set was discarded and will not be returned for eval. The lot number of the infusion set was not available. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.